Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted on the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, it was reported that the receiver had lost signal, and the patient did not have any idea what the sugar was. The patient mentioned that her receiver kept telling her either signal loss or that the sugar was "extremely low." The patient had a migraine and her neighbor had to call 911 because she was incoherent and passed out and had no other way to check her sugar. The emergency medical technician (emt) was able to check her sugar and the readings was "low." The emt gave her a glucose tube (lemon flavored). During the call, she was reportedly still incoherent and had a little bit of a headache. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.